Manufacturer narrative:
Additional expiration date: 07/2009. Additional lot #: a7020. Additional implanted date: (B)(6) 2008.

Event description:
(B)(4). Initial info was received from a nurse on (B)(6) 2009: a (B)(6) female received her first injection of poly-l-lactic acid (sculptra) (lot number a7022, expiration date october 2009 and a7020, expiration date july 2009) 12cc for nasal labial folds on (B)(6) 2008. On (B)(6) 2008, the pt had reported swelling at the injection site. On (B)(6) 2009, the pt's right side of her face was warm and very swollen "23 days after the injection." The pt had continued to massage her face on and off, she was also given prednisone and antibiotics. As of (B)(6) 2009, the pt is looking normal. Concomitant medication and medical history were not provided. No further relevant info reported. Additional info for sculptra (lot number a7022; expiration date: 31-oct-2009) from (B)(4): batch record review was without hint to root cause. Because lot number is available, an investigation has been performed. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info for sculptra (lot number a7020; expiration date: 31-jul-2009) from (B)(4): batch record review was without hint to root cause. Because lot number is available, an investigation has been performed. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.